Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture at a maximum output of 7.5 v, 1.5 ms due to dislodgement. The lead was successfully repositioned on (B)(6)2010.